Event description:
Boston scientific received information that this right ventricular lead displayed high and lowout of range shock impedance measurements. A revision procedure was performed. This lead was removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As of this date, this lead has not been returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.